Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was taken to MRI and an MRI performed of the brain. During the MRI the patient pressed the button and it was noted the patient felt a sensation from the MRI, then learned of the implanted system. Unknown MRI size/settings. Per caller, the patient and husband reported there was no implanted system prior to the scan. It is suspected the ins was not turned off during the MRI. Reviewed patient put ins into MRI mode and make sure the MRI tech follows the conditional guidelines. Caller inquired if device was damaged. Tss reviewed the patient handset if communicates w/ ins will give a message if any damage has occurred. Per caller, the patient does have the handset.